Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the laser was intermittent during a surgical procedure. The procedure was able to be completed with the same equipment. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The customer mistakenly identified the system¿s boot-up process as the reported issue. Unrelated to the reported event, the system software was upgraded. The system was then tested and met all product specifications. The system was manufactured on august 30, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).